Event description:
On (B)(6) 2025, a patient underwent a lung biopsy procedure using mission needle. During a computed tomography guided lung biopsy, the needle detached from the tip and the detached needle is inside the patient's rib cage. Coaxial was used. The incident occurred during the proceedings, precisely towards the end of the proceedings. The removal of the stake is the last step in the procedure before the skin dressing is applied.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a lung biopsy procedure using mission needle. During a computed tomography guided lung biopsy, the needle detached from the tip and the detached needle is inside the patient's rib cage. Coaxial was used. The incident occurred during the proceedings, precisely towards the end of the proceedings. The removal of the stake is the last step in the procedure before the skin dressing is applied.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the detachment of the device could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.